Event description:
Alex in tech states line 2, dealer states physical damage to blue and black connector on tilt actuator, metal in connectors exposed. Provider disconnected, no further information provided.